Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that they were receiving electric shocks from the neurostimulator (ins). Caller stated even with the ins off patient was feeling shocking that was causing a lot of discomfort to them. The patient programmer was synced and showed stim off. No further complications were reported/anticipated.